Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered infections, urinary incontinence, urinary problems, mesh removal, pelvic pain, discharge, odor and constipation. On (B)(6) 2012 patient had to have eroded mesh excised.